Event description:
The patient reported she went on vacation and she disconnected from the infusion device for 2 weeks. When she returned home, she reconnected to the infusion device and after 2 days, her blood glucose became elevated to 15-20 mmol/l (270-360 mg/dl). She stated her normal morning blood glucose range is 5-7 mmol/l (90-126 mg/dl). After 2 days, she disconnected from the infusion device and began injecting insulin via pen and her blood glucose returned to normal. Troubleshooting did not reveal any product issues. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.